Event description:
On (B)(6) 2010, patient reported the down button on the infusion device was not functioning properly. This was noticed one week prior when attempting to bolus; patient noticed he had to apply greater than normal pressure for the down button to respond. Troubleshooting confirmed the down button was defective, and the up button functioned as intended. Patient has used this infusion device for 2-3 year and boluses 4-5 times per day. Down button pops up after being pressed. Infusion device has not been dropped on a hard surface or exposed to water or insulin ingress. Patient switched to backup infusion device. Primary infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.